Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00417 on august 18, 2021. An outside of the united states (ous) customer contacted the siemens customer care center to report reactive (positive) results that are nonreactive upon repeat. September 28, 2021 additional information: the customer is observing an increase in samples that are initially reactive and upon repeat are non-reactive with advia centaur xpt sars-cov-2 igg (scovg) lot 007. The customer provided data for one sample that was initially reactive and upon repeat was non-reactive. This sample was also non-reactive with an alternate method. The customer was not able to provide the incident rate of non-reproducible reactive samples observed with scovg lot 007 compared to previous lots used at the account. Siemens reviewed the sample handling at the account. The samples were initially spun at 2680 rpm for 7 minutes. The samples were re-centrifuged prior to being repeated. Retesting of the samples is always on the same system but not necessarily the same day. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the non-reproducible reactive results, siemens cannot rule out pre-analytical factors or sample specific issue. No product non-conformance identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The customer centrifuges the samples are at 2680 rpm for 7 minutes. The customer retests samples on the same advia centaur xpt but not necessarily on the same day. The limitations section of the IFU states the following: "a positive result may not indicate previous sars-cov-2 infection. Consider other information, including clinical history and local disease prevalence, in assessing the need for a second, but different, serology test to confirm an immune response. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. At this time, the presence of an immune response cannot be interpreted as confirmation of immunity. Thus, continued precautions to avoid infection will occur with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) advia centaur xpt sars-cov-2 igg (scovg) results for patient samples that were just above the cut-off value of 1.0. The reactive (positive) results were considered discordant when compared to the nonreactive (negative) repeat results on the advia centaur xpt and the nonreactive (negative) from an alternate method. The timeframe provided by the customer was for (B)(6) 2021. Patients are not vaccinated. The results were reported to the physician and questioned. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg results.